Manufacturer narrative:
Correction: b3, b5, b6.

Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. The device weighed 272.6 grams. No additional observations. Additional information: h6 correction: b5.

Event description:
Right-side MRI indicated rupture and right side capsular contracture, baker grade unknown.

Event description:
Suspected rupture, side unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.